Event description:
It was reported that at the implant procedure after the pocket was closed, the atrial lead dislodged. The atrial lead was sensing ventricular activity. An x-ray was performed confirming the dislodgement. The atrial lead was explanted. There were no adverse health consequences, the patient was stable.